Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03360 and 3007042319-2015-003361) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient reported "several jumps in power sources in a charging level not less than 10%." It was stated that "activity was occurring on both controller ports." Manufacturer representative reviewed files and identified potential switching in batteries. It was stated that the switching could be reproduced by manipulating the connections and that the exchange of the batteries resolved the issue. Patient was discharged with consequences or impact. All relevant and available information was provided at the time of the complaint report, therefore no attempts for additional information are required at this time.

Manufacturer narrative:
Bat041802 was removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014.1 (FDA ref # (B)(4)) and is therefore, not available for analysis. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event and to faulty lishen cells within one battery pack (bat041802) which has been addressed via an internal investigation and fsca. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03360 and 3007042319-2015-003361) submitted for devices related to the same event.